Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a battery alarm.customer's blood glucose was unknown at the time of incident. Customer indicated that the battery was changed and the pump worked again. However, troubleshooting found that the pump shut off by itself after it started working again and before and after a battery change. The customer was advised that the device would be replaced and agreed to return the product for analysis. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display, no off no power anomaly and no unexpected battery out limit alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.